Event description:
A new hologic horizon a bone densitometer was delivered. The vendor was onsite the following day and discovered power /c-arm related motion failures with the device. The vendor has been troubleshooting the system and traced the errors down to an unapproved change in manufacturing processes. The vendor has sourced a motor that was manufactured correctly and will be testing the system tomorrow to determine if that resolves the errors. This has the potential to impact any new equipment purchased/installed from hologic. The failure introduces the risk of a delay in care for patients in need of bone densitometry procedures. The device in this event was not being used on a patient. The manufacturer is aware and engaged in resolving the problem. The manufacturer has sent staff on site to resolve the issue. Additionally, the manufacturer is investigating similar complaints of faulty motors shipped to their facilities to identify the root cause.